Manufacturer narrative:
The complaint device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: lower pole detachment, rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent primary breast augmentation with a 300cc mentor memorygel breast implant (left) and a 350cc mentor memorygel breast implant (right) experienced bilateral lower pole detachment post procedure. During the surgery to correct this issue the right prosthesis was found to be ruptured and was replaced with another 350cc mentor memorygel breast implant. After capsulorrhaphy was performed on the left side, the same device was reinserted. The re-use of these devices is off label use. See 1645337-2020-05511 for contralateral prosthesis report.

Manufacturer narrative:
The investigation of the returned photo was completed by the failure analysis lab on april 27, 2020. Device evaluation summary: upon visual evaluation of the image provided in the complaint, the implant was found to be ruptured. As the product involved in this complaint was not received, the device couldn´t be analyzed according to our procedures. Each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4).